Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during when powered on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.